Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that no capture and high impedance were noted on the implantable pulse generator (ipg). It was also reported that high impedance was noted on the right atrial (ra) and right ventricular (rv) leads. In addition, a suspected fracture was noted on the rv lead. The ipg was explanted and replaced. The ra and rv leads were capped and replaced. No patient complications have been reported as a result of this event.